Event description:
Angio-seal device inserted into right femoral artery after angiogram performed. A deep vein thrombosis developed within days in my right thigh. I was hospitalized for 1 week and given lovenox and coumadin for clotting. I have never had any circulation problems previously. Also I have severe pain in the area of the angio-seal for last 6 months and dr. Says "oh! That's normal, it will go away." I believe the angio seal caused the d.v.t. And I am left w/excruciating pain in right groin area. Also, I continue to take coumadin for the clot in leg still there.